Event description:
Consumer indicated a piece of plastic applicator broke off during tampon insertion and came out when the consumer urinated. She believes the applicator piece scratched her as she experienced pain during insertion.

Manufacturer narrative:
Device history record could not be reviewed as a lot code was not provided. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for eval at the time of this report.